Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw the "settings not available" message. They tried all their groups and they saw the same message. There was a return of pain. The issue was ongoing. Additional information was received from a manufacturer representative. The representative reported that the cause of the issue was unknown. Electrodes were out of range, however the patient was reprogrammed and they were no longer seeing the ¿settings not available¿ message as they were avoiding the out of range electrodes. Additional information received from a manufacturer representative. The representative clarified that there was high impedance of greater than 40,000 ohms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.